Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that one day post implant the left ventricular (lv) lead was noted to be dislodged into the right atrium. The lv lead was removed and replaced with a new lead. There were no patient complications reported as a result of this event.